Event description:
The customer reported oil mist/haze coming from the unit. The customer also reported that he and another employee experienced symptoms. However, the customer initially reported that he was not aware of the other employee's symptoms. The customer did not respond to asp's attempt in retrieving more information regarding the employee with unknown symptoms. The asp field service engineer (fse) went to the facility to access the unit.

Manufacturer narrative:
Other - capital equipment, evaluated at customer site. The fse found oil mist. Replaced oil mist filter assembly and vacuum pump. Certified system with diagnostics and empty cycle. System meets specifications. Conclusion code - other - customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired, if the mist issue occurs. A user guide excerpt (lc-100799) that added a warning was sent with the customer letter. Reference MDR 2084725-2008-00567 for employee #1 (1 of 2) with "watery eyes, headache, dry throat and runny nose" symptoms.